Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a continuous beep issue with her onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2012. As part of her diabetes regimen, the patient claimed she is on an insulin pump. At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. At about 4pm that day, the patient claimed she was feeling dizzy. It is not known if she received treatment after the alleged issue began; however indicated at 2:30pm that day she seek assistant from an urgent care/clinic due to her meter not turning on. According to the patient, no treatment was received; however she was given a new onetouch ultra2 meter to test. When she arrived home with the new meter, the patient stated she tested and obtained a reading of '61 mg/dl' (time not specified). At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter and there was no misused of the meter. The cca was not able to resolve the alleged issue. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation. The test strips were returned; however, testing was not performed since the alleged issue pertains to a meter issue only. Lifescan (lfs) received the meter for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The 510(k) # is k082590.